Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the initial information.

Event description:
The distributor has reported on behalf of the user facility, an "out of box" functional issue with the catheter. It has been further stated that upon opening the package and prior to use, it was observed that the fiberoptic was exposed at the catheter tip. An immediate replacement was provided to the hospital and no patient injury or procedure delay was reported.